Event description:
Same case as: 2134265-2012-00417. It was reported that during a percutaneous coronary intervention (pci) procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 90% stenotic, de novo lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. The physician advanced a 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds with a non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. The physician then advanced another 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds with the same non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. Predilation was completed with this device. The procedure was completed with the successful deployment of an unspecified stent and a different inflation unit. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
Same case as: 2134265-2012-00417. It was reported that during a percutaneous coronary intervention (pci) procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 90% stenotic, de novo lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. The physician advanced a 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds with a non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. The physician then advanced another 2.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds with the same non-bsc inflation unit. After pressurization, the balloon failed to deflate. The balloon was undersized for the vessel so the physician removed the device by pulling the balloon back into the guide while it was still inflated. Predilation was completed with this device. The procedure was completed with the successful deployment of an unspecified stent and a different inflation unit. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluation: the balloon was received partially inflated. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter of the proximal balloon bond was measured and met specification. The catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to dissolve solidified contrast in the inflation lumen. A .014" guide wire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) of 14atms for five minutes. The device maintained rbp with no evidence of leaks or other irregularities. After the inflation period, negative pressure was applied with an inflation device and the device deflated within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).